Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a backup battery (ebb) fault on (B)(6) 2024 but resolved on its own on (B)(6) 2024. The patient noted that they did not do anything at the time of the alarms or when they resolved. The patient silenced the alarm a couple times. The system controller was interrogated in clinic and captured a low voltage hazard event. The event log files captured ebb faults on (B)(6) 2024 at 09:01 and continued until (B)(6) 2024 at 16:56 until they resolved. The ebb alarm repeated on (B)(6) 2024 at 04:45 spontaneously and was not triggered by a self-test. The alarm cleared after a self-test. The ebb was exchanged on (B)(6) 2024. The alarm occurred again on (B)(6) 2024 and was not cleared with a self-test. The self-test was repeated which resolved the alarm. The alarm occurred again on (B)(6) 2024 and was not cleared with a self-test. The system controller was exchanged.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected catalog number and UDI. Section d9: corrected date of return. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller was returned for analysis and a log file (20240417_122453) was submitted and downloaded (d5281052) for review that showed overlapping events spanning approximately 5 days (13apr2024 ¿ 17apr2024, 28may2024 per timestamp). Backup battery fault alarms due to the backup battery not passing the load test were active from 14apr2024 at 12:48:22 ¿ 17apr2024 at 12:17:49. The alarm cleared and activated again several times throughout this period. The backup battery was unable to pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Pump operation was not affected by these alarms. The driveline was disconnected on 17apr2024 at 12:17:10 for a system controller exchange. There were no other notable alarms active in the log file. The controller was connected to a test power module, system monitor and mock loop and was functionally tested. The controller passed all testing and was able to operate the system without any issues or alarms activating. The backup battery load test was initiated during testing and a fault was not reproduced. Following testing a log file was reviewed and there were no events captured where the load test did not pass. Multiple good faith efforts were sent asking if the cause of the alarms was identified, if the alarms resolved, and if any troubleshooting was performed. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action investigation was opened to investigate backup battery fault alarms further. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 16may2023. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.